Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilization. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia had resolved. The reporter considered menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: plaintiff fact sheet received: event injury nos was updated with menorrhagia (heavy menstrual bleeding). Reporter information added, patient date of birth, age group added, lab data, essure indication updated, product stop date added and reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure (batch no. 605010) inserted for female sterilization. The patient's medical history included nabothian cyst, paratubal cyst and dysfunctional uterine bleeding. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the heavy menstrual bleeding had resolved. The reporter considered heavy menstrual bleeding to be related to essure. The reporter commented: discrepancy noted: insertion date: (B)(6) 2011. Discrepancy noted: removal date: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2021: mr received. Lot number was added. Medical history, reporters added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure (batch no. 605010-inv) inserted for female sterilization. The patient's medical history included nabothian cyst, paratubal cyst and dysfunctional uterine bleeding. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the heavy menstrual bleeding had resolved. The reporter considered heavy menstrual bleeding to be related to essure. The reporter commented: discrepancy noted: insertion date: (B)(6) 2011. Discrepancy noted: removal date: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: bilateral occlusion. Lot # 605010 is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.